Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The maryland bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The common cause of the frayed grip cable is attributed to a component failure. There were additional observations not reported by the site and not related to the reported issue. The instrument was found with thermal damage at the yaw pulley and black char marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. The electrical continuity test was performed and passed. There was no insulation damage observed to the conductor wire. The root cause is attributed to mishandling/misuse. A review of the procedure log showed the maryland bipolar forceps instrument (part #471172-17 / lot #k10220523-0683) was used on (B)(6) 2022 during this radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure with system (B)(4). The maryland bipolar forceps instrument had 3 uses remaining. An image of the maryland bipolar forceps instrument related to this event was received. In the image, it appeared that one of the mechanical cables was broken. Additionally, it looked like there was thermal damage on the instrument pulley. This complaint is considered a reportable event due to the following conclusion: failure analysis investigations confirmed that the maryland bipolar forceps instrument was found to have thermal damage at the yaw pulley and black char marks were observed. Thermal damage at or near conductor wire has potential for electrical discharge at a location other than intended. At this time, it is unknown what caused thermal damage to the yaw pulley and black char marks to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) and adverse event are not applicable.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the maryland bipolar forceps instrument was noted to have a broken wire. The customer used a backup instrument of the same kind and completed the procedure with no reported injury.